Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung while advancing to the right ventricle. The lp was removed and a different lp was implanted. The patient was in stable condition.